Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 27 mm portico tavi valve was chosen for implant. During procedure, the valve was deployed highly in a patient annulus with a perimeter in the range of the portico sizing chart. The implant depth of the valve at deployment (i.e. Starting depth) was 3-4 mm. The implant depth at release (i.e. Final depth) was 0-1 mm. After the valve was fully released, the valve popped up from its position above the annulus and inside the sinuses of valsalva (sov) without blocking the left main coronary artery. There was no attempt to snare or reposition the valve, and the patient was stable with moderate aortic insufficiency. A second 27 mm portico was successfully implanted via valve-in-valve procedure. The gradient following the implant was 5 mmhg. The patient status was reported to be stable. The annular perimeter was 72.6 mm. There were no difficulties deploying the valve during procedure, and there was no tension in the delivery system at the time of final deployment. It was reported that there was a moderate amount of calcium in the aortic valve to allow anchoring of the device, and the patient did not have an acute aortic angle (e.g. Horizontal aorta). The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of device migration and moderate aortic insufficiency was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.